Event description:
The female patient presented to her surgeon with complaints of back pain. Upon examination, it was noted that a spinal rod had fractured. The spinal rod was originally placed approximately 3 years ago. It is not known exactly when the spinal rod fractured. The patient denied any fall/trauma.